Event description:
On (B)(6) 2025, the user reported that the ilet touchscreen was unresponsive and displaying lines. The user reverted to multiple daily injections (mdi), and blood glucose levels were not affected. A replacement ilet was shipped.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.